Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrythmia and dizziness could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardia arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for mlp-044354 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a shock from their implantable cardioverter defibrillator (ICD) with dizziness without loss of consciousness. Log file review revealed a low flow on (B)(6) 2024 at 17:47. The patient was admitted with low flow alarms that appeared to be in the setting of hypertension with mean atrial pressure (map) of 110. Additional log files captured low flow events on (B)(6) 2025. There were also several low flow flags. The patient was thought to be hypovolemic. Jardiance (empagliflozin) was being held. Maps were normotensive. There were no significant lab values. The patient had chronic dizziness. They received cardioversion. A right heart catheterization (rhc), an echocardiogram (echo) and medication adjustment were done. The patient experienced aflutter/atrial tachycardia. They had a history of aflutter pre- left ventricular assist device (lvad). The arrhythmia in this event was not thought to be device or therapy related. The ICD was implanted prior to lvad. The arrhythmia resolved. The patient was in sinus rhythm and started on beta blocker and amiodarone. The cause of low flow alarms was confirmed to be hypertension and hypovolemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.